Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high impedance during a follow-up in clinic. The physician elected to monitor the patient with frequent follow-up visits. The lead remains implanted and the patient was in stable condition.